Event description:
The manufacturer received information alleging a simply go device starts and switches itself on and off. The device was not in use on a patient at the time of the occurrence. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found the pca burnt. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.